Event description:
A customer reported a cgm error during a sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the cgm error, and the customer successfully started their sensor session.